Event description:
Additional information was received from the company representative (rep) on 2016-03-17 stating that the power on reset (por) was cleared and the patient was able to charge the device fully. The stimulator was functioning as normal.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported in (B)(6) a patient implanted for lumbar radiculopathy started to experience pain around the implantable neurostimulator (ins) site, it seemed like it may be pinching on a nerve, and it wasn't helping. The patient was also experiencing issues with recharging the ins which started at the same time as the pain. The patient had been seeing a chiropractor who felt that their issues were stemming from the ins. The consumer further reported the ins may have shifted and the patient was thinking about having the ins removed due these issues. There were no traumas or falls reported related to this issue. The patient didn't currently have a managing physician but was going to be making an appointment with a new physician. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received the event will be updated. Additional information was received from a company representative (rep) on (B)(6) 2016 stating that the patient programmer (pp) and clinician programmer (cp) would not communicate with the patient's implantable neurostimulator (ins). They conducted one physician mode recharge (pmr) a couple weeks ago and had done two on the day of report. Despite these efforts, the ins recharger (insr) would not go to a normal recharging session. Communication was attempted with a different insr, but they still weren't able to connect with the ins. The last successful recharge was 6-8 months prior. The related patient symptom of pain was reported. It was noted that it was hard to make sure the insr antenna stays over the device during a pmr because the patient was in pain and it was hard for them to sit still. The patient was going to see their physician, but had not yet because their battery was dead. Additional information was received from a company representative (rep) on (B)(6) 2016 stating that the patient was scheduled to have an appointment with them for a physician mode recharge (pmr) to be conducted and clear a power on reset (por) that week. The rep called back two days later stating that they had just finished the patient's last pmr, noting that they made 5 attempts. The patient had seen the recharge screen. The rep said that an x-ray had been conducted at an unknown time, but the results were normal according to the health care provider (hcp). The rep could feel the implantable neurostimulator (ins), and it didn't appear to be at an angle. It was later noted that the patient had not seen recharge coupling bars at all, and it was unclear whether the patient had actually seen the recharge screen. The rep also said that the patient had recently lost weight, and the ins was lower than when it was first put in. It was unknown when this change had occurred. Follow up efforts were initiated to determine if mitigation efforts had been conducted or planned, what they were, and if the recharging issues had resolved. A supplemental report will be submitted if additional information is received.